Event description:
The manufacturer service technician reported pieces of insulation were chipped off the tip of the device, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.